Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that "almost immediately" they had issues with the therapy. The patient stated that "anything past 7" would cause them a lot of pain in their private area, like "electricity shocking." The patient said they couldn't walk or stand because it was so painful, and they couldn't function if the stimulation was increased any higher. The patient reported their concern to their managing hcp, but the hcp did not help the patient. The patient said their hcp simply asked, "do you want pain or do you want incontinence?" As a result, the patient "kept it at number 7" and haven't done anything with the ins even though they still have issues with urge incontinence. The patient said some days they have total loss of bladder control, noting that one day they s neezed in public and lost all bladder control, soaking their clothes.the patient added that they still have major urgency and have to rush to the bathroom. The patient said they didn't have any falls and didn't injure themselves or anything like that. The patient mentioned that they sleep on their left side and thought maybe they "squished" the ins, but they weren't sure. Beginning in january of this year, the patient's tailbone began to hurt and they were wondering if a tumor was on their tailbone and pushing on their bladder. The patient's hcp ordered an MRI but the patient was unable to get an MRI last monday because they thought their communicator wasn't holding a charge due to the battery indicator light being grayed out. The patient confirmed the bluetooth indicator light was blue, so agent reviewed that a grayed out battery indicator meant the communicator had sufficient charge. No issue was found with the communicator during the call. The patient also mentioned that they got the eos message 'end of service. Therapy has stopped. Replace the internal device to continue therapy.' The patient called rep this morning to notify them of the eos message, and the rep t old the patient that they thought the message had something to do with the ins so they advised the patient to contact their hcp's office. The patient was supposed to make the appointment with hcp, but they were replaced with another hcp. The patient will see new hcp on june 16th. Agent reviewed meaning of eos and that the patient will not be able to activate MRI mode due to ins reaching eos. The patient will discuss options at their hcp appointment. The patient mentioned that they will consider trying to get an appointment sooner in the bay area. The patient was redirected to their hcp to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.